Event description:
Patient presented to the physician with the stimulation lead sticking out of the neck after picking at a scab. Physician brought the patient into the or, tucked the stimulation lead back into place, and closed.